Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 30 mg/dl at the time of the event. Four days prior to the event, the insulin pump alarmed auto-off and battery out limit. Nothing further was reported.